Manufacturer narrative:
(B)(4). Device not returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: could you please confirm how many devices present the issue (pull off suture needle)? The sales rep reported 2 devices. What is the event day and procedure date? No further information is available. No further information will be provided. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and suture was used. During the procedure, the suture was detached from the needle easily. It was a control release needle. There were no adverse patient consequences reported. Additional information was requested.